Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 276mg/dl at the time of incident. The customer reported that for the past few weeks during set changes she has had issues with pushing insulin through the sets with the plunger. She always tries to check to see if insulin will exit the tubing if not gets a no delivery alarm when using pump to prime. The customer reported that the no delivery alarm was resolved by changing reservoir. The reservoir will not be returned for analysis.

Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test per as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a insulin pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.